Event description:
The customer reported when the ventilator was powered on it alarmed due to pressure sensor failures. The ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported codes in the device diagnostic history that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Pse advised the biomedical engineer evaluate the data acquisition pcb to motor controller pcb cable for the reported problem. Pse advised the biomedical engineer remove and reinstall the cable. The biomedical engineer reported the problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Cable was removed & reinstalled.